Event description:
It was reported the patient had their urine tested as of the date of this report and they were diagnosed with a bladder infection. It was indicated that the patient "had to get her prescription." The patient experienced leakage and a burning sensation for a couple of days previous to report. The leakage and burning sensation led the patient to get tested. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer's representative and their concerns were resolved

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Product ID: 3 093-28, lot# v886710, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies to this event. Conclusion code applies to this event.

Event description:
After additional review, it was reported that the patient was having a little bit of trouble.